Event description:
The device was implanted on 1/7/97. On 5/27/97, the MFR received a report from its japanese distributor detailing an incident which had occurred at a facility in their territory. The report, which was made by the physician, states that the pt was continuously infused from 1/17/97 through 1/30/97 by an infusion device. The night of 1/30/97, the device catheter was pressed by the pt's movement, and the "infusion became unable. It seemed that the blood in the reservoir and catheter was coagulated. When a flushing was administered, no infusion resistance was felt by the physician. Finally the device was explanted and the abnormality (coming off) of the device septum was found". The device was reported as available for return to the MFR for analysis.

Manufacturer narrative:
The MFR has completed its analysis of the returned device and the results are as follows: the polysulfone device body showed no anomalies. The silicone device septum was damaged as received. The device septum was sliced in half with internal damage present. The damage appears to have been introduced by a sharp object, such as a blade. The 3/8" segment of device catheter was patent and did not leak. The device snap-lock was not received with the device. Due to the extent of damage, it was not possible to reseat the device septum and pressurize the device. A trend analysis was performed on similar reports involving this catalog number and no trends have been identified. The facility's complaint of "abnormality (coming off)" of the device septum was confirmed by the MFR's analysis of the returned device. Based on the available info, no conclusion could be drawn as to the manner in which the damage found during the MFR's analysis was introduced. No further details are available. The MFR is now closing its file on this event.